Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker battery, appeared to be depleting prematurely. Data analysis confirmed the early battery depletion appeared to be consistent with high power consumption. Pacemaker replacement was recommended. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this product was returned and a device evaluation was completed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker battery, appeared to be depleting prematurely. Data analysis confirmed the early battery depletion appeared to be consistent with high power consumption. Pacemaker replacement was recommended. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.